Event description:
The consumer indicated that her tampon came apart upon removal and tampon pieces remained inside of her. She had to visit her doctor to have pieces removed. Her doctor advised that she may have to undergo surgery to have any remaining pieces removed.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.